Event description:
It was reported that the patient had asymptomatic low flow alarms that started on (B)(6) 2024. At some point around 23:30 the patient was sitting on the toilet and became unresponsive. They coded while in route to the hospital; the patient passed away. An autopsy was performed and found severe atherosclerotic cardiovascular disease and the left ventricular assist device (lvad) in place without evidence of significant abnormality such as clot in outflow graft. The autopsy also found severe pulmonary edema and congestion with combined lung weight of 1,830 grams and no evidence of pulmonary embolism or pneumonia. There was mild hepatosplenomegaly with liver weight of 2,100 grams with chronic passive congestion and spleen weight of 300 grams. It was also noted that there was chronic kidney disease.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6)) was returned for evaluation following the reported event of the patient passing away. A log file was downloaded from the returned system controller, and data from the reported event date of (B)(6) 2024 was reviewed. The data observed in the log file did not indicate any issues with the returned system controller. The log file captured intermittent low flow alarms from 22:39:45 to 23:58:21; these alarms are addressed under the pump investigation. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Fluid ingress was observed on the black power lead. The reported event could not be correlated to an issue with the returned system controller. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 19mar2019. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The backup battery was shipped to the customer on (B)(6) 2023. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), and the actions to take if the alarm cannot be resolved. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.